Event description:
It was reported that during intra-aortic balloon (iab) therapy, it was noticed via fluoroscopy that the iab was no inflating fully. The pump also kept generating an augmentation alarm. The customer tried three different iabs and two different pumps and experienced the same issue. The patient was very sick and they ended up using an impella before sending to the ICU. It was then revealed that prior to insertion, the patient's heart rate was extremely elevated (115-125bpm). It was explained that when the heartrate is extremely high, the iab does not have much time to inflate before it has to immediately deflate again due to systole. This may make it appear as though it is not fully inflating under fluoroscopy. It was also explained that when the rate is so fast the augmentation would not be as good as they would like it to be and once the rate came back down augmentation would improve. The customer also mentioned one or two of the iabs had unraveled prior to insertion. There was no patient harm or adverse event reported. This record is for the 3rd iab. The 1st iab has been submitted under mfg report number 2248146-2022-00913. The 2nd iab has been submitted under mfg report number 2248146-2022-00916.

Manufacturer narrative:
Additional reporter name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, it was noticed via fluoroscopy that the iab was no inflating fully. The pump also kept generating an augmentation alarm. The customer tried three different iabs and two different pumps and experienced the same issue. The patient was very sick and they ended up using an impella before sending to the ICU. It was then revealed that prior to insertion, the patient's heart rate was extremely elevated (115-125bpm). It was explained that when the heartrate is extremely high, the iab does not have much time to inflate before it has to immediately deflate again due to systole. This may make it appear as though it is not fully inflating under fluoroscopy. It was also explained that when the rate is so fast the augmentation would not be as good as they would like it to be and once the rate came back down augmentation would improve. The customer also mentioned one or two of the iabs had unraveled prior to insertion. There was no patient harm or adverse event reported. This record is for the 3rd iab. The 1st iab has been submitted under mfg report number 2248146-2022-00913. The 2nd iab has been submitted under mfg report number 2248146-2022-00916.